Event description:
It was reported an internal electrical component burned the fabric foundation of the unit, damaging the chiropractor's table. The doctor contacted his supplier regarding reimbursement for the damage to the table. Our investigation revealed that the doctor and his staff had disregarded our instructions and warnings regarding proper use of this unit. We cautioned them about the manner in which they were using this product and explained that misuse had broken one of the internal thermostats and allowed electricity to contact the fabric foundation.